Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent migration and explantation occurred. The target lesion was located in a large right iliac vein. Predilation was performed with a 12mm and 14mm balloon catheter. A 12x40/8fr wallstent® endoprosthesis and a non bsc 14x80mm stent was then implanted at the target lesion. The following day the patient experienced atrial fibrillation and an echocardiogram was performed. A foreign object in the heart was detected. An x-ray was then performed and determined that both stents migrated to the patient's heart. The patient went to open heart surgery and the wallstent® endoprosthesis was removed. The other non bsc stent remained in the patient. No further patient complications were reported and the patient was stable post surgery.